Manufacturer narrative:
A complete manufacturing and quality records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device remains implanted in the patient, a full analysis of the prosthesis cannot be performed. Based on the information available, it is not possible to establish the exact root cause of the event. However, based on the preoperative information reported in the sure avr registry, the patient underwent surgery with a heart block - lbbb, which is predictive of a av block iii and consequent pacemaker implant. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2017 a patient received a perceval pvs27 sutureless aortic heart valve implant as part of the sure-avr trial. The manufacturer was notified of a serious adverse event via (B)(6) registry. On (B)(6) 2017 the patient had dizziness and sob. They were found to have an av block iii, and a pacemaker was implanted.